Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated atrial undersensing information and indicated atrial oversensing, it was noted ra undersensing and loss of atrial tracking observed on stored electrogram (ECG) and non-physiologic oversensing due to noise and low p-wave amplitude observed on stored atrial lead egms. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing with ectopy and loss of atrial tracking. The ra lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.